Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the healthcare provider (hcp) requested x-rays of the leads be taken. The rep reprogrammed around the high impedances. The cause of the high impedance was unknown and the issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Event date is an approximate. It was reported the event began 3 months ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported the rep met with the patient for reprogramming on (B)(6) 2017. The patient reported the system was working fine until 3 months ago and they have not been getting therapy for the last 3 months. The rep checked impedances and all were high at 0.7v. The rep re-ran impedances at 1.5v and contacts 1, 3, 8, 9, 11 were normal, but the rest of the contacts were high. The patient reported it was difficult for the surgeon to get the lead inthe correct location because of the patient¿s anatomy and boney structure. The lead is placed in the cervical spine. The patient was reprogrammed using only the good contacts and was getting some relief now. The rep was going to discuss the issue with the healthcare professional (hcp). No further complications were reported.